Event description:
The customer reported that monaco transfers a value for the bolus description to mosaiq even if there is no bolus defined.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product which did not remove the bolus information during the dicom export routine from monaco to mosaiq. This issue is detectable during the fundamental qa process by the user. On reviewing the plan before treatment the dosimetrist will verify the plan to ensure that there is no discrepancy and then a medical physicist will double check the plan. A third check is performed by a therapist before the patient is treated. This is a global requirement and fundamental qa process. All plans must be validated for correctness, including a secondary monitor unit (mu) check, by qualified personnel before clinical use. A secondary mu check would include a bolus factor. This review would detect a discrepancy between monaco and mosaiq for consistency between the plan data in monaco and the data received by mosaiq. If the fundamental qa process is dismissed by the user, this indicates a level of malpractice that will result in the patient being underdosed as the dose that the patient was treated with would not reflect the dose displayed in monaco. Elekta assessed the severity of risk to be "insignificant" and probability to be "incredible" if this were to occur. The risk assessment concluded that the defect was within the "acceptable" region. For this case as part of the initial review, the customer performed the routine physics chart check, the bolus was detected and the patient was not mistreated. The issue has been fixed in monaco 6.00.01 for use with conventional linacs and will be fixed in a future release for use with elekta unity.